Event description:
It was reported that "during a procedure, the surgeon reported dropped clips and misfires." Dropped clips were retrieved. No pt injury reported.

Manufacturer narrative:
No product being returned for evaluation. No lot code provided for device. Without the device and/or lot code, we are unable to investigate the reported complaint. We are considering this complaint closed.